Event description:
The pt states her blood glucose levels have been elevated over the past week (33mmol/l) and has experienced vomiting and shortness of breath. The pt reviewed the pump and the history revealed that no boluses had been delivered by the pt.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. The pt was not confirming delivery amount when dosing with audio bolus button therefore boluses were not delivered.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigators were not able to appropriately complete investigation as the pump would not power on. There was moisture observed behind the display lens; a display lens leak was observed during leak testing. The pump history could not be downloaded for review due to moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.